Event description:
I am a parent from (B)(6). I bought a brand new malem alarm on a trip to USA and gave it to my son to use to stop his enuresis. The bedwetting alarm is defective straight out of the box. As soon as batteries are put in the system, the alarm starts to get hot, very hot. My son was so scared to use it and we told him that it would get a little hot as we had heat on for the winter as well. But unfortunately, the complete alarm system went haywire and got very very hot. My boy had to pull it off and we saw battery leak on his nightdress. The alarm was hot like a metal rod. This could be very dangerous if it was not removed on time and could have caused permanent damage.